Event description:
Patient reported he can't get his pp to show him his numbers; he would like to be able to increase the amplitude but can't due to power on reset (por) message. Patient stated it was not working. The patient reported bladder problem that started last month and the por was about a month. The patient indicators for use were urinary dysfunction/sacral nerve stim. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.